Event description:
It was reported that a clearlink system continu-flo solution set leaked. The issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed using the naked eye which observed a leak in the tubing below the filter. The reported condition was verified. The cause of the condition could not be determined, however, some potential causes are a component was damaged during the manufacturing process by the automated machines, an excess of solvent was applied to the tubing, or a cut in the tubbing due to a misalignment at the grippers. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.